Event description:
On (B)(6) 2012, the reporter contacted animas and stated the ok, up arrow and down arrow keypad buttons had a delayed response. The reporter stated that the keypad buttons "were as if they were slow in motion." The issue has been reportedly occurring for approximately 3 months. The patient denied damage to the keypad or that the pump was exposed to water. The keypad symbols were reportedly worn off on all three buttons. The patient reportedly cleaned the pump with water based swabs purchased from a pharmacy. The patient reportedly wore the pump on the outside of clothing. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the" up" and "down" keys have intermittent response to button presses. The keypad was intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the display lens had multiple scratches and the pump booted to the verify screen with dim pink contrast. The pump case was removed to investigate and the oled screen was removed and replaced with a new test screen: contrast returned to normal with the test screen.